Manufacturer narrative:
At this time, the rv lead is surgically abandoned and is not expected to be returned for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited a high out-of-range pace impedance measurement (>2000 ohms). Subsequently, this ICD was explanted and the rv lead was surgically abandoned. No additional adverse patient effects were reported. Additional information received indicates that the rv lead was visualized, but no damage was noted. The rv lead was also tested on the pacing system analyzer (psa) during the revision procedure and was noted to exhibit an impedance measurement of 2700 ohms. Rv lead and header connections were examined and noted to be normal. No additional adverse patient effects were reported.